Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. Although probe broken during use, it was not reported that to where the probe fallen off. The fragment of the probe was retrieved. It was not reported that whether the subject device was replaced and whether the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed that the probe tip broke down at 16 mm from the distal end. There were scratches on the metal part of the grasping section and the probe each other. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported phenomenon occurred by the following mechanism; the user activated the seal & cut output while the subject device was grasping a thick and hard tissue, consequently the tissue pad at the proximal end worn away. The proximal side of jaw and probe came into contact, consequently scratches on the metal part of the grasping section and the probe each other occurred. The probe cracked from the scratch as the starting point, due to a load on the probe by seal & cut activation or grasping tissue. The probe was broken due to an additional load on the probe. The instruction manual of the subject device already states; warnings: do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.